Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver on (B)(6) 2015. The patient indicated that medical intervention was required but no details were provided. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) adverse event or product problem - correction to remove adverse event, outcomes attributed to adverse event - correction to remove other serious (important medical events), type of reportable event - correction, if follow-up, what type?: correction, patient code - correction.